Event description:
Airlife "ambu" type bag/mask used for emergency intubation. Elbow connector between bag and mask separated at swivel joint leaving an approx 13 mm connector unsuitable for connection to endotracheal tube. Pt suffered hypoxic period while a second bag was located - it failed the same way. Ventilation was accomplished with mouth-to-tube until connector could be reassembled. Final pt outcome still unk. Attempted to contact MFR but unable after-hours. Dozens of similar incidents reported in the past week in our institution. Reason for use: respiratory failure.